Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included dyspareunia, pelvic pain, back pain, dysplasia, asthma and constipation. Previously administered products included for an unreported indication: nuvaring and mirena. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had not resolved and the vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet received. New reporters added. Patient demographic information and patient relevant history added. Removal date (B)(6) 2009. Events abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish, nickel allergy, dysmenorrhea (cramping) and she did not undergo confirmation test added incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
The spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain/ pain") in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's past medical history included dyspareunia, pelvic pain, back pain, dysplasia, asthma and constipation. Previously administered products included for an unreported indication: nuvaring and mirena. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On the same day, the patient experienced allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain had not resolved, the vaginal haemorrhage, menorrhagia, depression, anxiety, allergy to metals, dysmenorrhoea, abdominal pain and back pain outcome was unknown and the dyspareunia had resolved. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. Most recent follow-up information incorporated above includes: on 29-oct-2018: pfs received. Following events were added: dyspareunia(painful sexual intercourse), abdominal area pain and lower back area pain. Event outcome added for dyspareunia(painful sexual intercourse). Event severity added for the events: persistent pelvic pain, abdominal area pain and lower back area pain. Event onset dates updated. Onset date of dyspareunia(painful sexual intercourse), abdominal area pain and lower back area pain added. Concomitant drug added: acetaminophen. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dyspareunia, pelvic pain, back pain, dysplasia, asthma and constipation. Previously administered products included for an unreported indication: nuvaring and mirena. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and hypersensitivity had resolved and the depression, anxiety, allergy to metals, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pain, allergic reaction. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('persistent pelvic pain/ pain') in a 23-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test". The patient's medical history included dyspareunia, pelvic pain, back pain, dysplasia, asthma and constipation. Previously administered products included for an unreported indication: nuvaring and mirena. Concomitant products included paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced allergy to metals ("nickel allergy") and dysmenorrhoea ("dysmenorrhea (cramping)"). On (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), depression ("depression"), anxiety ("mental anguish"), abdominal pain ("abdominal area pain") and back pain ("lower back pain"). On (B)(6) 2009, the patient experienced dyspareunia ("dyspareunia(painful sexual intercourse)"). On an unknown date, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and hypersensitivity ("allergic reaction"). The patient was treated with surgery (total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2009. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dyspareunia and hypersensitivity had resolved and the depression, anxiety, allergy to metals, dysmenorrhoea, abdominal pain and back pain outcome was unknown. The reporter considered abdominal pain, allergy to metals, anxiety, back pain, depression, dysmenorrhoea, dyspareunia, hypersensitivity, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: treatment received for pain, allergic reaction. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received. New events added: allergic reaction. Outcome of previously added events pelvic pain, menorrhagia, abnormal bleeding(vaginal) were updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("persistent pelvic pain") in a female patient who had essure inserted for female sterilisation. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). The patient was treated with surgery (underwent total hysterectomy with bilateral salpingectomy). Essure was removed. At the time of the report, the pelvic pain had not resolved. The reporter considered pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.